Event description:
It was reported the physician was performing the implant procedure. A lead was placed and tested intra-operatively. All contacts were invalid. The lead was replaced and lead had valid contacts. Surgery was extended by 10 minutes.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.